Manufacturer narrative:
Updated fields: b4, d4 (lot no., exp date, serial no., UDI no.) D8, d9 (return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood found on the exterior of the catheter. No blood was observed inside the iab catheter. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from iab tip. An underwater leak test of the balloon membrane, y-fitting, catheter tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference ID: (B)(4).

Manufacturer narrative:
Due to character limitation in e1: full event site postal code: (B)(6). UDI related information will be updated once information regarding lot and batch number is available. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported during stemi of the intra-aortic balloon (iab) that the iab was ruptured. The doctor attempted to use three different balloons.